Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. If additional information becomes available, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd nexiva leaked at the septum. The following information was provided by the initial reporter: after catheter insertion, blood started leaking out of the system where the needle comes out. Had to restart with a new catheter.